Event description:
Scorpion needle caught on tendon, which was delaminated, and the tip broke off remaining in patient. X-ray in recovery showed piece remaining in patient. Two needle tips broke during this procedure, one was retrieved the other was retained. Both were being used by surgeons. Manufacturer response (as per reporter) for needle, surefire scorpion needlemanufacturer gave asc a quality sheet to complete